Event description:
The customer reported the sys would intermittently fail to display a visible fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the video controller board. The sys operates as intended.